Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that and occlusion alarm occurred and no insulin was seen exiting the tubing. The supplies were changed to address the event. Customer's blood glucose was 355 mg/dl. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling.